Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a lesion in the right coronary artery. A guidezilla ii was placed in the vessel without any problem. While passing the 38 x 4.00 mm promus premier select stent over the guidewire through the tube of the guidezilla ii, strong resistance was felt. The stent was withdrawn, the vessel was pre dilatated again with an nc balloon and the guidezilla ii was placed more distally. The promus premier stent was going to be reused; however, damaged struts were noted. The procedure was successfully completed with a different device and the patient was stable following the procedure.

Manufacturer narrative:
Device is a combination product. A 38 x 4.00mm promus select stent delivery system was returned for analysis with a 6f guidezilla guide catheter. A visual and microscopic examination of the stent found stent damage. The proximal and mid-stent was expanded, and the distal stent had stent struts bunched proximally and overlapping. The balloon cones were reviewed and it appeared that positive pressure was applied to the proximal balloon and mid-balloon sections. The proximal balloon and mid-balloon sections appear unfolded and not tightly wrapped. The distal balloon cone appeared folded with no sign of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a lesion in the right coronary artery. A guidezilla ii was placed in the vessel without any problem. While passing the 38 x 4.00mm promus premier select stent over the guidewire through the tube of the guidezilla ii, strong resistance was felt. The stent was withdrawn, the vessel was pre dilatated again with an nc balloon and the guidezilla ii was placed more distally. The promus premier stent was going to be reused; however, damaged struts were noted. The procedure was successfully completed with a different device and the patient was stable following the procedure.